Event description:
It was reported that the pt experienced loss of effectiveness. The catheter was occluded and brown material was noted at the catheter tip. The catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
Results: used for catheter.